Manufacturer narrative:
Investigation summary one photo and two samples were received by our quality team for evaluation. From the photo and the samples, damaged plunger rod was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for this nonconformance occured at the plunger infeed dial station. The plunger bowl love join and gear box were found to be worn out, which will cause an uneven disc or the disc not to be properly secured to have a continuous supply of plungers to the linear track. This causes the first plunger to be slanted and hit the rotating plunger infeed dial causing the damage. A steady supply of plungers on the linear track will prevent the first plunger from becoming slanted and being damaged by the rotating dial. The gear box motor and love join at the 3ml plunger feeder bowl station will be changed. A monthly preventive action to have a dry run on the plunger bowl to check for abnormalities will be added and communication about this nonconformance to the production technicians will occur. This incident has been added to our database of reported incidents.

Event description:
It was reported that syringe 3ml ls 23g 1in tw was broken on 2 occasions. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ls 23g 1in tw was broken on 2 occasions. The following information was provided by the initial reporter: broken syringe.